Event description:
It was reported that this pacemaker was found to be in safety mode. The device was recommended to be replaced. Subsequently this pacemaker was explanted and replaced. The pacemaker has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information from pi or review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of the device entering safety mode was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device was recommended to be replaced. Subsequently this pacemaker was explanted and replaced. The pacemaker has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field: aware date. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device was recommended to be replaced. Subsequently this pacemaker was explanted and replaced. The pacemaker has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device was recommended to be replaced. Subsequently this pacemaker was explanted and replaced. The pacemaker has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.